Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly. The reported white screen and boot up issue was verified; however, the cause of the failure was not determined. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly and there was no failure of this assembly. Further root cause of the reported failure was not determined.

Event description:
It was reported that the device would not power on properly. The display was all white, and the device would not power off. There was no report of pt use associated with the reported event.